Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected to not be identified.

Event description:
The following information was received via a voluntary medwatch form (mw5148062): date of event: 08nov2023 the reason for call was the caller received a letter from abbott that said urgent medical device correction. The caller said that the letter was regarding the inability to exit MRI mode. Caller said the patient had a stimulator in their back up higher for pain that had to be taken out because it got infected and the doctor said it wouldn't get any better. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Initial reporter elected to not be identified.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.